Event description:
The mps was set up for a case: during prime, the perfusionist received a internal error, code 179.(mc-beam ref not found). This was during system diagnostics. The console was switched for another. The case was completed without any further incident.